Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/12/2024, it was reported by a sales representative via email that an ar-8990st fibertak dx suture pulled out. The surgeon attributed the anchor pulling out to the patient's bone being too hard for the anchor to set properly and subsequently requested the 1.6mm drill bit. The ar-8990st fibertak dx suture was undamaged, so the surgeon reloaded it and redrilled it with the 1.6 mm drill, implanted the anchor, and it pulled out again. The case was completed using an ar-8991 knotless fibertak dx. This was discovered during an elbow epicondylitis debridement and repair procedure.

Manufacturer narrative:
Additional information: investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 8/27/2024: the case was delayed approximately five minutes; additional anesthesia was not needed. Nothing broke inside the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the anchor of an ar-8990st fibertak® dx suture anchor with 1.3 mm suturetape batch: 15210074 was damaged. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion and/or improper bone prep.